Manufacturer narrative:
G4:14mar2021. B4:02apr2021. The authorized service engineer (ase) replaced the front bezel to address the reported issue. A similar investigation was performed, and it was determined to be due to liquid ingress that caused the navigation ring to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
The customer reported that the nav ring not working when adjusting the settings. The customer contacted product support and requested for service repair. The caller requested the nav ring to be replaced. The customer reported that the unit was not in use on a patient.